Event description:
Patient reported the infusion set tubing on the infusion device is torn. Patient stated there were no health problems. No further information available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the infusion set meets product specifications. Result the customer material (infusion set) had been lost. The complaint reason was a broken tube. The responsible quality department checked the retain samples and additionally checked the batch documentation without finding any irregularities. The problem mentioned by the customer could not be reproduced.